Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was above 600 mg/dl. The customer did not treat the high blood glucose level. They customer also mentioned that the infusion set had a leak. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.